Manufacturer narrative:
This report is submitted on january 06, 2017.

Event description:
Per the clinic, the patient experienced swelling at implant site and subsequently the patient underwent skin revision surgery (B)(6) 2014 and was administered antibiotics (type not reported); however the issue could not be resolved resulting in a 2nd skin revision surgery (B)(6) 2015 (specific date not reported). In (B)(6) 2016 (specific date not reported) swelling at the implant site occurred and as a result the receiver-stimulator had extruded; subsequently the device was explanted on (B)(6) 2016.

Manufacturer narrative:
It was reported that the patient experienced infection at implant site, prior to explantation (date not reported). This report is filed on february 14, 2017.